Event description:
It was reported that during a prostate procedure, there was a cracked pouch on the device. The site used a new bag. No further info is available. There was no pt consequence.

Manufacturer narrative:
D4; h4, 6: info anticipated, but unavailable at this time.